Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that in an operation on (B)(6), the multiloc nail in question was used. A drill for distal locking interfered with the nail and a screw was difficult to insert causing a 20 minute delay in surgery. Before drilling, the surgeon did the interference check with the nail attached the handle. At the time, no problem was detected. The surgeon also re-tightened the connecting screw just before inserting the distal locking screw. However, the interference in drilling occurred. Eventually, the surgeon widened the hole using a k-wire. As a result, the drill could be passed into the hole and the screw was successfully inserted. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned. Manufacturing documents were reviewed and no complaint related issues were found. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder